Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Further evaluation found that inappropriate therapy was due to incorrect programmed ventricular fibrillation zone. The patient felt the stimulation of the shock. Further information was requested but not received.